Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter, a nurse, who reported that the iol was exchanged during the initial procedure. The event is resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported a scratch observed on an intraocular lens(iol). The iol was explanted and replaced with another lens. The patient is doing well. Additional information was requested.